Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received anti-tachycardia pacing and passed out. Boston scientific technical services (ts) reviewed therapy delivery programming and determined the device operated as programmed. This device remains in service. No additional adverse patient effects were reported. Additional information received indicates the therapy zone was lowered to treat the slower ventricular tachycardia (vt) and the physician had no allegations against the device. This device remains in service. No additional adverse patient effects were reported.